Event description:
It was reported when using the bd preset¿ arterial blood collection syringe there was a no/low draw issue. The following information was provided by the initial reporter. The customer stated: "during the process of collecting arterial blood from the patient, the pressure of the arterial blood collection device changed during operation (1.5ml blood was set to be drawn, 2ml was actually collected), and there was a lot of air in the blood collection device.".

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to difficulty drawing desired volume as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode difficulty drawing desired volume. Bd was not able to identify a root cause for the indicated failure mode.